Event description:
Patient was revised to address loosening of the femoral component. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not confirm or draw any conclusions about the reported device loosening or osteolysis. No evidence as found indicated the product error was a contributing factor depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.